Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device reached premature eri. Device was explanted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. It was found that the longevity estimates given by the programmer in the field was incorrect. The device was tested on the bench and no anomalies were found. The cause of the longevity estimate anomaly could not be determined.